Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 6 months after insertion of essure. The patient was hospitalized for 4 days. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 47-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 6 months after insertion of essure. The patient was hospitalized for 4 days. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 47-year-old female patient who had essure (batch no. 945066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was hospitalized for 4 days. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient continues to suffer from chronic symptoms. Lot number: 945066, manufacture date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 47-year-old female patient who had essure (batch no. 945066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was hospitalized for 4 days. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: legal claim received. Information added: essure lot number, removal date updated, events (chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes, perforation of the uterus or other organs, allergic and autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). The event "medical device removal" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 47 year-old female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of epilepsy, dysmenorrhea, nulliparous, gravida I, painful intercourse, pelvic pain and menorrhagia. Concomitant products included advil (ibuprofen) for dysmenorrhoea and amitriptyline (amitriptyline hydrochloride). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2388 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalised for 4 days (dates unknown). Essure was removed on (B)(6) 2019.the patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy. And essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient continues to suffer from chronic symptoms. Four coils being visible on the right. And three coils being visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [electroencephalogram] on (B)(6) 2015: history: history of recurrent complex partial seizures. Medication: topiramate for the past 1 month. Impression this recording is abnormal. It shows bi mid temporal spikes, infrequently seen and more frequent in the right mid temporal position. There were no clinical features. [Hysterosalpingogram] on (B)(6) 2012: bilateral tubal obstruction without evidence of spill of contrast into the pelvis on either side. [Pathology test] on (B)(6) 2019: clinical history: essure pain final diagnosis : total abdominal hysterectomy bilateral salpingectomy ¿ 1. Nabothian cysts and mild chronic cervicitis. 2. Mid-proliferative endometrium. 3. Adenomyosis uteri. 4. Leiomyomata uteri, intramural and submucosal locations 5. Benign endometrial polyps x2. Spec type: surgical 6. Benign fallopian tube tissue x2, negative for intraepithelial neoplasia. 7. Benign paramesonephric cyst, left peri adnexa. 8. Benign walthard's rests, right peri adnexa. Specimen: "uterus cervix, bilateral fallopian tubes" resection specimen: uterus, attached cervix and attached left fallopian tube and detached right fallopian tube. She has been seen again today with regards to her pelvic pain. She will undergo total abdominal hysterectomy with salpingectomy and conservation of her ovaries. Myometrium: there are two white, whorled nodules present measuring between 0.3 and 0.5 cm in maximum dimension. There is no hemorrhage or necrosis present. Other: there are two coiled grey wires present between the uterus and fallopian tubes, bilaterally. Left fallopian tube with fimbriated end (6.9 cm in length x 0.9 cm in diameter): the outer surface and cut surfaces are unremarkable. There is a cyst present with a fimbriated end measuring 0.6 cm in maximum dimension. The cyst is filled with clear serous fluid. Right fallopian tube with fimbriated end (4.8 cm in length x 0.9 cm in diameter): the outer surface is unremarkable grossly. The cut surface shows the fallopian tube to be edematous but otherwise unremarkable. [Smear cervix] (date unknown): bulky uterus with some tenderness on the left side [ultrasound pelvis] on (B)(6) 2018: reason for exam: essure implants 2012. Now with and bleeding and pelvic pain. Result: both ovaries are normal. Impression: two soft tissue isoechoic masses are identified within the endometrial canal consistent with either endometrial polyps or submucosal fibroids.; on (B)(6) 2019: she may have either endometrial polyps or submucous leiomyoma, which would certainly explain some of her bleeding issues. Lot number:945066; manufacture date:2012-01; expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: reporter and patient information, medical history ,non drug treatment, lab data added. New concomitant added: advil, amitriptyline. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.